Event description:
The customer's mother reported that the customer was hospitalized with a blood glucose reading of 741 mg/dl. The customer's mother stated that the infusion site pulled out of the customer's body, causing the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.